Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 87 mg/dl. The customer stated that she dropped the insulin ump into the ocean and then got a button error. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual our inspection. The insulin pump had minor scratches on the lcd window, cracked case at the reservoir tube window corners and broken battery tube threads.